Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was in stage 1 of the trial. The patient went through 2 weeks evaluation and the hcp determined there might be an infection. The hcp was concerned that there might be an infection and scheduled to remove the trial on (B)(6) 2016 at the end of stage 1. The hcp said the area looked suspicious. The manufacturer representative did not know the area of the infection and did not report any other symptoms. The manufacturer representative did not know what type of infection it was. The patient was given IV antibiotics and the infection had not yet been resolved. The external neurostimulator (ens) was disposed of in the hcp's office and no cause of the infection was determined. No culture was performed to the manufacturer representatives' knowledge.